Event description:
Additional information received indicated patient had the system explanted and replaced with medtronic .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01407. It was reported patient experienced ineffective coverage of pain relief. As a result, patient is awaiting surgical intervention to address the issue at a later date.